Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight, broken shell and missing shell (25-50%). A visual and microscopic analysis was performed which identified sharp broken, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is sharp pattern on radius of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive additional, changed, and/or corrected data: h.3., h.6.

Event description:
Patient reported left side " is there any compensation if I decide to have them removed?" Healthcare professional additionally reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "is there any compensation if I decide to have them removed?" Healthcare professional additionally reported left side capsular contracture baker grade iii. Device has been explanted.